Event description:
Resident had complaints of right leg pain in early afernoon of 11/12/98. At 3pm he was found on the floor, next to the bed. He had been in his wheelchair previously. Was found in a sitting position at the time of the fall. Front wheel of the wheelchair was broken, no complaints of injuries from fall. Resident was hospitalized 11/14/98 with leg pain. Diagnosis of blood clot of right extremity. Resident expired 11/16/98 at the hosp. Wheelchair belonged to resident. No prior problems with device. Family took wheelchair from facility 11/17/98.